Manufacturer narrative:
Additional information: the pump data was reviewed. The customer would resolve some occlusions with a full pump supply change. On other occasions, the alarms were simply cleared and after continued alarms, the customer would change the pump supplies.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from not being impacted to 400-500 mg/dl. The bg level would be addressed by using the pump and insulin injections. The cause of the past occlusions was unable to be determined. Tandem technical support had the customer perform a system check using the current supplies on the pump. The cartridge and infusion set tubing were found to be functioning as expected. The customer removed the site and found no damage. The customer replaced the site and resumed insulin delivery.